Event description:
It was reported by service report that the pt right head rail will not lock in the up position and the head caster is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.